Manufacturer narrative:
The reported event was inconclusive due to the poor sample condition. The sample was evaluated and no pinch or blockage was observed. Water was able to be introduced into the returned sample. No conditions were found on the sample that could be associated with the reported event. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol." Correction: d4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon on the foley catheter would not deflate. The complainant reported that a urologist was consulted to help deflate the balloon with a stylet. The patient was not harmed but reportedly felt discomfort due to the urologist having to use a ultrasound over her incision to be able to pop the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon on the foley catheter would not deflate. The complainant reported that a urologist was consulted to help deflate the balloon with a stylet. The patient was not harmed but reportedly felt discomfort due to the urologist having to use a ultrasound over her incision to be able to pop the balloon.